Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-mar-2026, it was reported by a distributor via email that an ar-1588rt-2j tightrope ii rt construct was found to be loose. The femoral fixation system was examined, and upon removal of the blue sutures, a rupture of the ar-1588rt-2j tightrope ii rt was observed. A radiographic evaluation subsequently confirmed the rupture. The following day, a surgical reintervention was performed using the same technique with an allograft. The issue was discovered during anterior drawer and lachman maneuvers to evaluate knee stability on (B)(6) 2026. Additional information received on 01-apr-2026: during anterior drawer and lachman maneuvers performed to evaluate knee stability on (B)(6) 2026, the ar-1588rt-2j tightrope construct had been implanted and was reportedly properly tensioned. During performance of the lachman test, a loud sound was heard. An arthroscopic evaluation was immediately performed, during which a rupture of the ar-1588rt-2j device was observed at the button. Following identification of the failure, all device components were removed, and the procedure was concluded. A decision was made to return for reintervention. The reintervention surgery was performed on (B)(6) 2026, during which the same surgical technique was performed using an allograft. No complications were reported during or following the reintervention procedure.